Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The display anomaly could not be verified and functional testing could not be performed due to the blank display anomaly. The following physical damage was noted: cracked battery tube threads, cracked reservoir tube lip, cracked casing near the display window corners, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer's friends threw a bucket of salt water on the customer, and the insulin pump was exposed to moisture. The insulin pump display had a black line on it. The patient's blood glucose at the time of incident was 6.9 mmol/l. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned and replaced.